Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the procedure was bleeding the entire time every day (interpreted as genital bleeding). She underwent salpingectomy and essure removal 3 months after insertion and still had to follow up to make sure all fragments were taken out (interpreted as suspicion of device breakage). Event genital bleeding is serious due to medical significance and listed in the reference safety information for essure, while device breakage is non-serious and was considered listed upon receipt of the product technical analysis. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of the event bleeding the entire time every day, causality with essure cannot be excluded. Regarding suspicion of device breakage, limited information was provided. No breakage was described during essure removal procedure, and the exact reason why she was not sure all fragments were taken out was not specified. However, given the nature of this event, causality with essure cannot be excluded. Additional non-serious events were also reported. This case was regarded as incident due to required intervention (essure removal and salpingectomy) and other reportable incident due to suspicion of device breakage (malfunction). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4) awareness date 11-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion inserts) inserted. Consumer is mother of 3 children ages 4, 2 and 6 months. Her 3rd child was born via c-section on (B)(6) 2015 essure was inserted on (B)(6) 2015 for permanent birth control. The procedure was not too bad. She was able to leave 30 minutes later with mild cramping and bleeding. Five days later consumer went to an ER (emergence room) presenting fever, hives, cramping, insomnia and exhaustion. She informed that she thought it was due to the essure but was told 4 hours later after no testing that she just had whatever bug was going around. Ever since (B)(6) 2015 she experienced severe itching internally and outwardly, hives covering her body, bloating as if she was 6 months pregnant, headaches, back pain, insomnia, irritability, bleeding the entire time every day and extreme fatigue; consumer was unable to care for her children properly, she would nod off constantly and had fits of rage. Consumer could not sleep due to the itchiness, hives and headaches. She was never happy, always miserable to be around. She would not go anywhere since she was so uncomfortable. After talking with gynecologist it was decided to remove essure and her fallopian tubes; on (B)(6) 2015 the device was removed and many of symptoms instantly stopped. She had to remove the tubes. At time of this report she still had to follow up to make sure all fragments were taken out correctly, if not a full hysterectomy would be the next step. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the procedure was bleeding the entire time every day (interpreted as genital bleeding). She underwent salpingectomy and essure removal 3 months after insertion and still had to follow up to make sure all fragments were taken out (interpreted as suspicion of device breakage). Event genital bleeding is serious due to medical significance and listed in the reference safety information for essure, while device breakage is non-serious and unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of the event bleeding the entire time every day, causality with essure cannot be excluded. Regarding suspicion of device breakage, limited information was provided. No breakage was described during essure removal procedure, and the exact reason why she was not sure all fragments were taken out was not specified. However, given the nature of this event, causality with essure cannot be excluded. Additional non-serious events were also reported. This case was regarded as incident due to required intervention (essure removal and salpingectomy) and other reportable incident due to suspicion of device breakage (malfunction). A product technical analysis has been requested.